Event description:
There was no adverse event associated with this complaint. The cartridge was returned for product analysis investigation and the evaluation revealed that the o-ring was torn and pinched between the plunger and the barrel of the cartridge. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: product was returned opened. Upon visual inspection it was found that the o-ring on the plunger was pinched between the plunger and the barrel of the cartridge. Barrel was inspected and no damage or defect were observed. Plunger was removed from the cartridge for further inspection. After removing the o-ring from the plunger, it was found to be torn.